Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter address information was not able to be obtained, therefore, (B)(6) was used as a place holder. There is no 510(k) for this device as it is eua. Eua (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. Confirmatory testing was performed by repeating testing. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported customer took our test and was negative and took another at home test and was positive. Date of event or issue: (B)(6) 2022. Problem description: customer called stating that they didn¿t like our test and didn¿t trust results because a couple months ago her son got what they believe was a false negative. Customer took our test and was negative and took another at home test and was positive.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that involving bd veritor at home covid-19 test (material # 256094), batch number unknown. It was reported customer took our test and was negative and took another at home test and was positive. Vah test provided false result customer believed to be true. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. Confirmatory testing was performed by repeating testing. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported customer took our test and was negative and took another at home test and was positive. Date of event or issue: (B)(6) 2022. Problem description: customer called stating that they didn¿t like our test and didn¿t trust results because a couple months ago her son got what they believe was a false negative. Customer took our test and was negative and took another at home test and was postdive.